Event description:
During a cysto case, the holmium laser fiber that was being used was broken. The green light wouldn't come on and no aiming beam. The fiber was removed and a new fiber was given to sterile field.